Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. On 08/23/2025, the patient reported experiencing consistently low readings on their cgm, with values showing 40 mg/dl or ¿low.¿ despite these readings, the patient did not feel hypoglycemic. Instead, they described feeling lightheaded and suspected hyperglycemia based on their symptoms. No fingerstick blood glucose test was performed at that time. In response to the cgm reading, the patient consumed a glucose tablet. Concerned about their condition, the patient contacted a friend who transported them to the emergency room at approximately 6:30 am. Upon arrival, a blood glucose meter reading indicated 969 mg/dl, while the cgm continued to display ¿low.¿ the medical team removed both the dexcom g7 sensor and the ilet insulin pump. The patient recalls receiving IV insulin and was advised to remain in the hospital overnight for monitoring. At approximately 9:00 pm, a new dexcom g7 sensor was inserted and the ilet pump was reconnected. At that time, the cgm and blood glucose meter readings were within 2.3 mg/dl of each other. On (B)(6) 2025, the patient was discharged without any prescribed medications for home use. Further attempts to obtain additional information were unsuccessful, as the patient declined to answer further questions and reported feeling unwell at the time of follow-up. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.